Event description:
Boston scientific received information that this device was returned with no allegations. Initial device analysis revealed that this device was out of specification when it comes to the longevity. Detailed analysis will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis and a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.

Manufacturer narrative:
Upon detailed analysis this investigation will be updated.